Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a general surgical procedure, the bag broke when trying to use the device. Three devices of the same product code had the same issue. A fourth device of the same product code was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the pouch device found that it was received fully deployed. The suture and the bag were not returned for analysis. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. No conclusion could be reached as to how this damage occurred. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.